Event description:
During a left knee surgery, a grounding pad was placed on the left side of the patient along with an electrosurgical pencil that was placed in a holster on the left side of the patient as well. The or staff noticed a burning smell. The staff found a burn hole (about the size of a dime) on the gown on the left side, but found a burn on the right side of the patient's stomach.

Manufacturer narrative:
The device in question was returned to conmed and an evaluation was performed. The unit performed according to specification and the technician could not confirm any malfunction of the device. Phone calls were placed and voicemails were left for the initial reporter four times between (B)(4) 2012, to gather more information. All attempts were unsuccessful as a return call was not received.

Manufacturer narrative:
Four voicemails were left for mr. (B)(6) to gain a better understanding of the reported incident. A return phone call has not been received. The device in question has not been returned yet. Once it is received and evaluated a follow up report will be filed. Also, if addtional information is received such as the degree and medical intervention for the burn received, this will be provided in the follow up.